Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s insulin pump issued an occlusion alert, which the patient resolved by changing supplies; subsequent education advised disconnecting and performing a fill tubing step to clear future occlusions, consistent with an obstruction of flow associated with the connector/coupler of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow in the device¿s connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.